Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report. An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system version. Per the user report: the customer had reported that there was long list of problems with the libre 2 application and had documented in the blog. Adc customer service attempted to contact the customer (three) times to gain additional details regarding this event; and was successful. Customer reported that there were experiencing bug on the application and refused to provide additional information, and this issue was reported to adc customer care and was not resolved. Customer was advised to call if there were any issues persisting with the application. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.